Event description:
The customer stated that she opened a new carton of test strips and found the cap already open on the bottle of strips. She performed control tests while troubleshooting and rec'd results of "hi" and 417 mg/dl. The normal control range was 102-141 mg/dl. No adverse events were alleged. The test strips are to be returned for eval, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.